Event description:
Caller reported that wife has gone to the ER due to high bgs. High bg t/s per dop. Patient's bg is 545 mg/dl. Caller stated that his attorney advised him to not answer any questions and caller hung up. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.